Event description:
It was reported that the pump miscalculated boluses; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. The customer experienced a low blood glucose (bg) level of 40's mg/dl. Customer consumed carbohydrates and protein to address bg.